Event description:
During a colon resection, the harmonic scalpel hand-held handpiece, made all the sounds of functioning but did not get to the temperature required and it did not function. The handpiece worked for a few minutes then stopped. A new cord was switched out, but it still would not test.